Event description:
It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) was running off of battery and the helium was low. There was patient involvement reported and no injury or harm reported. Esp representative was on call to evaluate and troubleshoot the unit. The representative reported during troubleshooting with the customer it was found that the cardiosave was in rescue mode. The esp representative guided the customer on the steps to place the unit back into the hybrid configurations. This was done with no issue. The helium remained indicating very low and the icon remained on screen and it was displayed in red. The helium tank was verified as connected and open. The customer had a ¿new¿ helium tank ready to be installed although the tank neck was not sealed. The esp representative guided the customer in removal of the current empty tank and installation of the ¿new¿ tank without issue. However, the tank was empty and had no helium in it. The customer stated they had another cardiosave ready for use and the esp representative verbalized that switching to the other pump would be more productive than keeping therapy on the current pump with low helium. The second cardiosave was turned on and verified that 1/3 full tank of helium is present for use. The esp representative guided the customer and the team in swapping the therapy to the second cardiosave without issue and therapy was resumed. The customer was appreciative of the assistance and provided the cardiosave serial number that was not in ¿hybrid¿ configuration and needed a helium tank exchange. The customer stated he would have their biomedical team install a new helium tank and reach out to our service team if further assistance is necessary.